Event description:
In 2004, an excluder aortic extender endoprosthesis was successfully placed to treat a proximal type I endoleak. However, follow up cta in april 2004 revealed a recurrence of the proximal type I endoleak with aneurysm sac growth of 1cm. Re-intervention was then performed in 2004 utilizing an excluder trunk ipsilateral leg component to reline the previously placed enovascular graft system components, which successfully excluded the endoleak. The pt was released from the hosp three days later.